Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was dislodged inside of hub component. It was initially reported by the customer that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small valve became stuck when the physician attempted to introduce the ablation catheter. They were unable to use the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small so it was exchanged with another vizigo to continue the case successfully. There was no patient consequence. The customer¿s reported issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 10-nov-2023, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside of hub component. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).